Manufacturer narrative:
Philips has investigated this complaint. It was reported that the machine would lose power during the operation. Customer has turned to third party service for evaluation and repair, without revealing to philips further solution details. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that system lost power during a procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.